Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), appropriate anatomy for use of the trunk-ipsilateral leg endoprosthesis and contralateral leg endoprosthesis includes adequate iliac/femoral access. Additional considerations for patient selection include, but are not limited to, ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity), which should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was implanted with no reported issues. Reportedly, due to a shelf of calcium, the physician was unable to advance a 12fr. Gore® dryseal flex sheath into the patient's common iliac artery to access the contralateral side for contralateral leg component placement. After multiple attempts to advance the sheath, the physician decided to perform an aortouniiliac (aui) procedure, with a fem-fem bypass of the common iliac artery. Another trunk-ipsilateral leg component was used to complete the procedure. The patient reportedly tolerated the procedure.